Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were missing from the bottom case and plunger assembly upon receipt, the right plunger case and battery door was cracked, and a non-original equipment manufacturer battery was found in the pump. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation when the reported error was found at the beginning of the occlusion test. Root cause of the reported issue is due to the customer having incorrectly assembled the lead screw too tight which caused the motor rate error. Reassembled the lead screw nut to meet the required specs, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a motor rate error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.